Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, system check was good and operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version#: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while doing 2dlf when doing the anterior posterior (ap) and lateral the lateral position was up side down. They did not do any extra spins the doctor looked at it upside down. Troubleshooting was performed orientation was stated to be in the correct position. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.